Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl and 400 mg/dl. The customer was treated for high blood glucose like they change the infusion set. Customer was experienced symptoms like nausea. The customer also stated that they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room and nor admitted into hospital. Customer stated that auto mode feature was not active. The insulin pump will not be returned for analysis.